Manufacturer narrative:
Investigation of the customer's complaint of an insufficient heat seal leading to a breach in sterility has confirmed the reported issue. Conmed received four 139112ext unopened and in original packaging, the reported catalog and lot numbers were verified. A visual inspection found in all four devices the heat seal in the original packaging was sealed slanted, leaving a gap in the seal. A functional inspection was then performed and the devices were dye leak tested per policy. The dye test indicated that the packaging of one device had an insufficient heat seal, a gap in the seal was allowing the dye to leak. Three remaining devices did not have an insufficient heat seal. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A lot history review was conducted and found no other similar events for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 81 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Also per the IFU the user is advised that sterility is guaranteed unless package has been opened, broken, or damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, ultraclean 4in blade electrode with extended insulation, catalog # 139112ext, lot 201909204, for a possible breach of sterility due to an insufficient heatseal. There was no contact with any patient as this was found during incoming inspection in (B)(6). The completion of the device evaluation confirmed an insufficient heatseal. Due to the breach in sterility, this report is being raised as a malfunction with potential for injury upon reoccurrence.